Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the device logs show no critical errors that would indicate a scenario where the device would not power up with batteries installed correctly. It is possible the log was cleared by the user prior to being returned to zoll or that batteries were not ever properly installed into the unit. The device passed all power up testing without duplicating the report. The customer report cannot be confirmed or refuted based on the log review and testing. The device was recertified and returned to the customer. The batteries used during the event were not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.